Manufacturer narrative:
This follow up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The following sections were updated: date of this report - june 6, 2017. Date received - may 10, 2017. Follow up- additional information. Upon further assessment, this complaint is no longer reportable as no revision is scheduled for this leg. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). (B)(4). Medical products - vanguard cr ilok fem-rt 67.5 catalog# 183010 lot# 633030, biomet cc cruciate tray 79mm catalog# 141235 lot# j3596968, vngd ant stblzd brg 12x79 catalog# 189102 lot# 340720 it is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02564, 0001825034 - 2017 - 02568, 0001825034 - 2017 - 02569, 0001825034 - 2017 - 02571.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date.